Manufacturer narrative:
The astral device was returned to a resmed. Evaluation confirmed the reported complaint. However, testing could not reproduce the reported complaint. Visual inspection identified liquid ingress of the pneumatic block. The pneumatic block assembly was replaced to address the issues. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf101) related to incorrect outlet pressure measurement and an error message (sf197) related to outlet flow sensor stuck. There was no harm or serious injury reported as a result of the incident.